Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary ¿the product was not returned to depuy synthes, however photos were provided for review. The photo investigation revealed the blister packaging was deformed/warped. Additionally, the packaging seal appears to be still un-opened. No other anomaly was observed with the evidence provided. A specific root cause cannot be established at this moment. This issue is being addressed by the depuy synthes quality system. As the device was not returned, and as-received condition could not be assessed, a dimensional inspection and document/specification review were not completed. The overall complaint was confirmed as the observed condition of the delta cer head 12/14 32mm +1 would have contributed to the complained device issue. Based on the information currently available, a product issue was identified during the investigation. This product issue will be addressed through the depuy synthes quality system. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history a search of the depuy synthes nonconformance (nc) quality system found no nc¿s associated with this product/lot combination.

Event description:
It was reported the femoral head implant packaging was faulty, and surgeon was unable to retrieve head from packaging. No surgical delay. Surgeon opened a new femoral head . Procedure was completed successfully.